Manufacturer narrative:
The customer¿s report that the tubing set separated from the upper fitment was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. During visual inspection of the as-received set, it was observed immediately that the silicone segment was partially separated from the upper fitment at the pump segment. Functional testing was not performed due to a leak that would occur from the separated tubing. Photo evidence of the set completely separated was also provided from the customer. No crush marks were observed on the upper or lower fitment. The silicone pump tubing was found to be within measurement specification(s). The root cause of the separation was not definitively identified.

Event description:
It was reported that the tubing set was in use on a neonatal patient in the nicu, when the bedside nurse noted leaking from the tubing set at the point of connection to the upper fitment. When the tubing was removed and disconnected from the patient, the connection of the tubing and the upper fitment was checked by lightly pulling on the tubing which caused the tubing set to easily separate from the upper fitment. The customer later stated that the neonate patient had a positive blood culture within 48 hours of the event (clabsi) requiring antibiotics.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested, but not provided, however, the customer stated that the patient was a neonatal patient. Additional patient information: clabsi - developed positive blood cultures 48 hour after the event.

Event description:
It was reported that the tubing set was in use on a neonatal patient in the nicu, when the bedside nurse noted leaking from the tubing set at the point of connection to the upper fitment. When the tubing was removed and disconnected from the patient, the connection of the tubing and the upper fitment was checked by lightly pulling on the tubing which caused the tubing set to easily separate from the upper fitment. The customer later stated that the neonate patient had a positive blood culture within 48 hours of the event (clabsi) requiring antibiotics.